Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that they ordered the patient an x-ray on (B)(6) 2020 and flexion extensions studies of spine as her symptoms were also elicited by flexion of the spine. The hcp reported that the shocking was only reproduced with pressure over medical lower border of battery pack limiting therapy as shocking increases of stronger stimulation. The hcp reported that the cause of the shocking was pending the x-ray results. The patient was provided a referral on (B)(6) 2020. The hcp was unable to take action at this time until the x-ray was reviewed. The issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had x-rays done and were waiting on the results. The patient reported no changes in activity or programming that led to the shocking. The issue was not yet resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported the ins has been shocking patient in the back where the ins is implanted. Patient states the shock is so hard she will almost jump out of the chair. Patient states this happens when she sits or stands, but it does not happen all the time. Patient states she has asked her healthcare provider (hcp) about this the first time it happened, and they told her it was not the ins. The patient also spoke with the manufacturer representatives (rep) on the phone about this issue. Patient states the shocking started about 6 months to a year ago. The patient reported she fell due to her blood pressure medication, but did not fall on the ins. The patient was redirected to their healthcare provider (hcp) to check the ins. No further complications were reported/anticipated.